Event description:
It was reported that right atrial (ra) lead and right ventricular (rv) lead leads were explanted due to high pacing thresholds and loss of capture (loc) with no asystole. The pacemaker was explanted due to normal battery depletion. A new device and leads were implanted at the same procedure. No additional adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).